Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). - the dentist reported that 5 months after dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, 10 ncm of primary stability was achieved, the patient presented bone type IV and bone graft was executed.